Event description:
During preventative maintenance of the device, the field service representative reported that while positioning the screen, the arm holding the central control monitor made a squeaking noise. The field service representative has ordered parts to correct the noise issue. Since the event occurred during preventative maintenance of the device, there was no patient involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.